Event description:
A malfunction alarm identified as "malf 12" was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, and the customer planned to reset the pump at their convenience and would follow up if the issue continued.